Event description:
It was reported that the coil premature deployed in a non-target vessel and was attempted to be removed. This 2x6 embold fibered detachable coil system was selected for use in a renal embolization procedure. During the procedure, the coil prematurely deployed in the patient's vasculature and was not placed correctly in the target location. Numerous attempts were made to remove the coil without success. An additional coil was needed to complete the procedure. There were no patient complications.

Event description:
It was reported that the coil premature deployed in a non-target vessel and was attempted to be removed. This 2x6 embold fibered detachable coil system was selected for use in a renal embolization procedure. During the procedure, the coil prematurely deployed in the patient's vasculature and was not placed correctly in the target location. Numerous attempts were made to remove the coil without success. An additional coil was needed to complete the procedure. There were no patient complications. It was further reported that the renal vessel was successfully embolized. The additional coil was implanted to complete the embolization. The first coil which prematurely deployed was also in the renal vessel, but not in the intended location.